Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that her unit wasn't working and was wondering about getting it out. The patient reported that in the beginning, it was helping and got it adjusted and about 3 years ago it quit working. The patient reported that she didn't have a charger with her and the device went low. The patient reported that she got it started again. The patient reported that it was low, not completely dead. The patient reported that it ran out again and didn't have charger with and that time it wouldn't start up. This was beginning (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the patient¿s implantable neurostimulator (ins) never worked well for their pain and had been dead a long time. The patient refused to try any intervention. The reason why the patient called was because their physician¿s office told them that they had to reach out before they would consider them for an explant. The rep did not know if surgical interventions was planned, but would follow-up for more information. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the cause of device not working/getting low was that patient kept forgetting to take recharging equipment with them. Inconvenient at time. Battery died two times. First time restarted, second time did not. Was not helping with pain at the time it died second time. Patient had an appointment to see if unit can be removed. The unit was causing pain, discomfort at times and patient lost (B)(6) lbs. Patient provided their estimated weight information at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was refusing any reprogramming or troubleshoot and that no additional information could be provided due to the patient being uncooperative. The patient wanted to get the ins explanted. No further complications were reported.